Manufacturer narrative:
It is unknown whether the hydrus microstent remains implanted or whether the microstent was explanted; the device is currently not available for evaluation. Patient follow-up information and device identifiers were requested, but not provided. A supplemental report will be filed if new information is received. Microstent explantation is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2021, the surgeon informed ivantis of his plan to explant a hydrus microstent, scheduled for (B)(6) 2021. Date of microstent implantation and reason for the planned explantation were not provided. Device identifiers and additional information were requested from the surgeon on four separate occasions. As of the date of this report, no response has been received.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot (19900057) and there were no discrepancies or unusual findings that relate to the reported complaint. The explanted microstent and the delivery system used for explantation were returned to ivantis for evaluation. The microstent met dimensional and visual specifications. Functional testing of the delivery system was performed with the explanted microstent; the delivery system functioned as intended during advancement, release, retraction, and recapture. Peripheral anterior synechiae, pain, pupil irregularity, secondary surgical intervention and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The surgeon provided the following additional information pertaining to this event. A patient with best-corrected visual acuity (bcva) of 20/100, and primary open angle glaucoma with intraocular pressure (iop) of 18 mmhg treated with one iop-lowering medication underwent uncomplicated cataract surgery with hydrus implantation on (B)(6) 2019. Immediately post-op, the patient had a round pupil and no peripheral anterior synechiae (pas). After 2 years, the patient had good iop reduction but experienced eye pain with an irregular pupil pointing towards pas on the stent. On (B)(6) 2021, the patient underwent lysis of the pas and explantation of the hydrus; a different trabecular micro-bypass stent was implanted at that time. Post-operatively there was trace heme at the site of prior pas; the patient is "good and pain-free" with a round regular pupil, and 20/20 uncorrected visual acuity with no residual issues noted.